Manufacturer narrative:
Unable to prime during prime test due to cracked end cap. Cracked battery tube threads and scratched lcd window noted during visual inspection.

Event description:
It was reported that insulin squirted out of the insulin pump during the priming process. The blood glucose reading is 182 mg/dl. Advised caller that the insulin pump will be replaced. Nothing further reported.